Manufacturer narrative:
The eversense system was not in use during the time of the event. User self-managed hypoglycemia by taking glucose tablet and felt fine afterwards. No further investigation was found necessary. H6 results code was updated to 213. H6 conclusions code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made of an incident where the patient experienced hypoglycemia.